Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was the drive shaft not being in the home position. The archive data indicated the occurrence of ua45, confirming the complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering on, confirming the complaint. The drive shaft was rotated to home position to address the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position) and then restart. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn: (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) upon powering on during the shift check. The customer tried to clear the ua by rotating the shaft to the home position; however, they were unable to clear it. No patient involvement.